Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 343 mg/dl at the time of incident and the current blood glucose level was 497 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump for high blood glucose level. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer allege pump was under delivering because after multiple boluses, the piston in the reservoir compartment did not moved. Customer stated that the drive support cap appears normal. Customer stated insulin exited at the quick release. Customer stated that the cannula was bent. The insulin pump will be returned for analysis.